Event description:
It was reported that the patient had undergone back surgeries wherein the spinal cord stimulator (scs) device was explanted. It was unknown if the said back surgeries were device related.